Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported by a basic evaluation patient that they had pain when they would urinate and that they did not have very much flow. There were no further complications reported.